Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. Per medical opinion, the early degeneration was due to the valve being too small from the initial implant surgery and this caused higher gradients. As per the proctor's opinion, this maybe was a patient prosthesis mismatch (ppm) case. The root cause cannot be conclusively determined; however, this event was likely due to patient and/or procedural related factors at the initial time of surgical valve implantation. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years and six (6) months due to degeneration leading to restricted leaflet motion, thickened leaflets, and high gradients with mean gradient of 15mmhg, eoa 1.1cm2. The patient's bmi is (B)(6). As per medical opinion, the early degeneration was due to the valve being too small from the beginning and this caused higher gradients. As per proctor's opinion, this maybe was a patient prosthesis mismatch (ppm) case. A 26mm edwards transcatheter heart valve was implanted successfully within the disabled edwards surgical valve. The patient was noted as to be doing ok after the procedure.